Manufacturer narrative:
Method: device history records and complaint history review. Eval summary: an event regarding an unidentified disassociated piece, possibly from the returned tibial impactor extractor was reported. The investigation concluded that the root cause of this event could not be determined. The unk dissociated piece that was stated in the reported event was not returned with the device. It also does not appear that the device has fractured in any way. The event could not be confirmed. The device mfg history record indicates that devices of the reported lot were manufactured and accepted into final stock with no reported discrepancies. A review of the product experience reporting database indicated that no events have been reported for this lot code.

Event description:
It was reported that, "usually, when the surgeon use a tibial impactor, he wrap it with a gauze. During the tka, the surgeon inserted a bearing insert on the tibial baseplate with the tibial impactor. And then, when he was removing the tibial impactor from a gauze, he found out some fragment of something on the gauze."